Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high within normal limits shock impedance measurement of 180 ohms, during a defibrillation threshold (dft) test the patient rhythm could not be converted. The field representative checked the electrode impedance, and it had an out-of-range measurement of 205 ohms. This s-ICD system was explanted and successfully replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing normal limits shock impedance measurement of 180 ohms, during a defibrillation threshold (dft) test the patient rhythm could not be converted. The field representative checked the electrode impedance, and it had an out of range measurement of 205 ohms. This s-ICD system was explanted and successfully replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.